Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and found that the edge of the transducer cable connector was broken; however, the damage did not affect its functionality. The transducer cable was able to connect and disconnect from the ultrasonic generator (usg-400) without any problems. The cable was connected to the customer¿s ultrasonic generator (usg-400), a test thunderbeat hand piece, and the customer¿s electrosurgical generator (esg-400). The foot switch was activated as well as the thunderbeat hand piece button, and the generator produced an activation tone accordingly. The test hand piece coagulated the sample tissue only when activated. There was no evidence that the device activated spontaneously. The transducer cable passed the measurable standard output inspection. The exact cause of the reported event could not be determined as the customer¿s thunderbeat hand piece was not returned to olympus for evaluation, however, the operator's technique is the most likely cause for the reported event.

Event description:
Olympus was informed that at the start of a total laparoscopic hysterectomy (tlh) procedure, the thunderbeat hand piece burned the patient's bowel. The hand piece was placed underneath the patient's uterus without activation, and when the physician lifted the patient's uterus, a light smoke and a small burn on the patient's bowel was found. There was no patient perforation. The physician removed the thunderbeat device from the patient and tested in the air and no abnormalities were noted. The procedure was completed using a different thunderbeat hand piece. In addition, it was reported that the generator did not produce an activation tone when the smoke and burn was found. The generator was inspected and found to be working appropriately. The patient required a laparotomy procedure to suture the small burn. The patient is reportedly doing fine. This is report 3 of 3.